Event description:
On (B)(6) 2024, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant hematocrit result on an 82 year old male patient. Preseneted with acute gi bleed, cardiac arrest, acute sepsis and possibly actively bleeding.. There was no additional patient information at the time of this report. Return product is available for investigation. Method date collected tested hct hgb sample I-stat (B)(6) 2024, 07:45, 07:45, 42%, 14.3 g/dl, a venous wb. Sysmex (B)(6) 2024, 08:21 , 09:08, 15.9%, 4.7 g/dl, b venous wb. I-stat (B)(6) 2024, 09:15 , 09:15, 33%, 11.2 g/dl, c: venous wb. I-stat (B)(6) 2024, 09:15, 09:21, 34% , 11.6 g/dl, c ni. Sysmex (B)(6) 2024, 09:23 , 09:32, 30.5%, 8.8 g/dl, d venous wb. Note: customer states that the patient passed on (B)(6) 2024 at 19:08. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 05-nov-2024. A review of the device history records confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency is identified for chem8+ h24176.